Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Olympus repair center inspected the device, but couldn¿t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that snow noise was displayed on the left half of the monitor screen, and the monitor screen could not been seen. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.